Event description:
In 2008, abbott point of care was contacted by a customer who reported one week earlier an I-stat pt/inr cartridge yielded two successive code 44 at 1:30pm. Sample was sent to a reference lab yielding an inr result of 7.2 at 1:00 am. Results were not reported from reference lab for approximately 11.5, as stated by the customer. Following this patient, there were two or three successful tests, as stated by the customer. The customer is a remote location with only one I-stat analyzer at this facility.